Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported the cassette leaked during a procedure. The procedure was completed without product replacement. The product sample was retained. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
Additional information: upon visual inspection, the drain bag seal was noted to be incomplete and partially opened on the bottom left side. This observed defect would result in the customer's experience. The lot complaint history was reviewed; this was the first complaint for the finish goods lot and first for this issue. The device history record review showed the product was released per specifications. The root cause of the customer¿s complaint was an error that occurred during the supplier¿s manufacturing process. No action will not be taken based on this occurrence. This issue was occurring at an acceptable frequency and does not present a risk for the patient. The supplier has been made aware of the issue and the sample has been sent to the supplier for additional analysis (B)(4).